Manufacturer narrative:
(B)(4). A batch review was conducted on potentially associated lot numbers: h11g19028 and h11e08017 with no defects noted during the manufacture of these lots related to the reported condition. The cause of the peritonitis was no device malfunction or use error identified. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 1 of 2 involved in this peritonitis event.

Event description:
This report was received from (b)(5) and is a spontaneous consumer report from (B)(6) of peritonitis in a patient coincident with dianeal pd2 ambuflex therapy for peritoneal dialysis (pd). On (B)(6) 2011, the patient experienced peritonitis and was hospitalized that same day. Treatment information was not reported. Dianeal therapy was ongoing. On (B)(6) 2011, the patient was discharged from the hospital. On an unreported date in 2011, the patient recovered. Concomitant medication was not reported. An opinion of causality was not reported.